Manufacturer narrative:
A getinge fse was sent to investigate the issue. The fse performed manifold, helium regulator, compressor output and autofill tests with a trainer and tested the balloon on simulation. The failure was not reproduced. Fse states the fault was likely caused by user mishandling. The unit was returned to the customer for use.

Event description:
N/a.

Event description:
It was reported that during in service training, the cardiosave intra-aortic balloon pump (iabp) unit auto fill failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.